Event description:
It was reported that during a tonsilotomy with monopolar blade, at the end of the procedure the surgeon asked the nurse to pull up power from 20w to 24 w for better hemostasis. When the nurse touched the console to change setting, it gave her electricity shock and burned her finger. The hand piece was at all times in doctors hand and monopolar was not activated. Console did not make any alerts of broken pads etc., the nurse did not have esd shoes.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. Device has not been returned to the mfg.

Manufacturer narrative:
The console passed the diego elite functional checklist when it was built originally. The console passed the diego elite service functional checklist after it was serviced to replace four harnesses. The 4 wiring harnesses were being replaced because of suspended continuity failure. Upon arrival to olympus a visual inspection was performed and no apparent physical damage was noticed. Furthermore, the console passed the diego elite functional checklist upon arrival. All three console functional checklists indicate that the device passed our requirements defined by iec 60601. The nurse claimed that when she received the electric shock rf was not being activated by the doctor. Nevertheless, the shock still left a small burn in her finger that appears to be a rf burn. Contrary to rf burn, ac electric shock (with 220 volts and low amperage) would lead to pain and muscle contraction but does not leave any mark in most cases. Through the initial investigation it was determined that the only way the burn could have occurred was if the nurse was touching the return electrode (pad attached to the patient) and touching any earth ground on the console while rf is activated. By doing this, the nurse would become part of the patient isolated circuit and then would be susceptible to any rf leakage. At a maximum leakage, 4.5 watts can cause slight burns. However, based on attempts to reproduce a similar failure in the r&d lab there are a series of unlikely events that would need to occur simultaneously for this burn to occur. The person must: be in direct contact with the return pad (or patient) connection or standing very close to it. Touching an open ground on the console. Have activated rf. Based on our investigation,as reported the nurse that was burned did not meet any of these three requirements to receive and rf burn, and did not indicate the injuries or impact that would be typically associated with an ac shock. Although we were specifically and emphatically informed that rf was not on, we investigated any issues in the safety of the device and the rf been activated in a similar circumstance. In this case, there are many mechanisms that protect the user against burns and shock. This would include the safety features built into the console and the functional tests that are performed on the completed console. There are also warnings in the operators manual that warn the user not to touch the patient and console at the same time and also warns that the user and assistant must wear gloves. In summary, olympus was not able to reproduce this failure mode under the conditions descried by the complainant. Additionally, all tests performed showed that the unit is working according to specifications and in accordance with iec 60601-2 requirements.

Event description:
It was reported that during a tonsilotomy with monopolar blade, at the end of the procedure the surgeon asked the nurse to pull up power from 20w to 24 w for better hemostasis. When the nurse touched the console to change setting, it gave her electricity shock and burned her finger. The hand piece was at all times in doctors hand and monopolar was not activated. Console did not make any alerts of broken pads etc., the nurse did not have esd shoes.